Event description:
Analysis of the returned device found that the catheter shaft was broken. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found that the catheter shaft was broken 8.4cm from the hub with 11cm of the inner braid exposed. The hydrophilic coating was found to be damaged in the region of the break. No other anomalies were noted. The most likely cause for the observed damage is excessive force being applied to the device when attempting to remove the device from the dispenser hoop. From the observed damage, it is most probable that the dispenser hoop was not flushed with 10cc of saline as per the instructions. The lack of adequate flush means that the hydrophilic coating was not inadequately activated and this can cause the device to adhere to the side of the dispenser coil and result in the device breaking when an attempt is made to remove it. The directions for use state "failure to adequately flush catheter carrier tube with heparinized saline to activate hydrophylic coating". Therefore, it was concluded that user error is the most likely cause of the device breaking.